Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reported event could not be replicated. However, the motor speeds were not stable, the bearings and reciprocating arm were worn, and the device was out of calibration which could cause the reported issue. The plug harness, motor, reciprocating arm, and various bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that the device doesn't work. Event timing was during surgery. No harm to patient. Up to a 15 minute delay in surgery. No additional grafts needed. Investigation showed the motor speeds were unstable. No adverse event was reported as a result of this malfunction.